Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage. Clear passage testing failed; therefore, pressure testing could not be performed due to the failure of the first test. The reported condition was verified. The cause of the condition was due to machine error during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp standard bore catheter extension set leaked. During priming, "the IV fluid leaked around and would not flow through tubing". There was no patient involvement. No additional information is available.